Event description:
It was reported the rigid endoscope sheath ceramic tip was broken. The issue occurred before a diagnostic procedure. The procedure was completed with a replacement device. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: d8, d9, h3, h6 and h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The ceramic tip was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the damage to the ceramic tip of the sheath was caused by thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress in combination with wear and tear. Olympus will continue to monitor field performance for this device.